Event description:
It was reported the on/off switch intermittently would not turn the system on or off. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.